Manufacturer narrative:
Depuy considers the investigation closed at this time.

Event description:
**Update** 11/20/13 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on 12/12/2013. Comment: there is a dor discrepancy between litigation and what was previously reported on the der. Due to accuracy, the dor from the der will remain. Should we receive additional information, we will update if needed.

Manufacturer narrative:
Additional information. A2 date of birth. B5 event/problem description. G4 date received by manufacturer. Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address elevated metal ion levels, pain, fluid collection and mechanical problems.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa 00780. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.